Event description:
It was reported that the physician implanted the pulse generator even though the atrial setscrew could not be tightened. The follow-up interrogation showed that the atrial lead was not performing correctly, so the device was replaced.

Manufacturer narrative:
The septum was damaged during the implant procedure. Final analysis revealed that a piece of silicone from the damaged septum plug was noted inside the hex inset of the atrial setscrew. This prevented full insertion of the hex wrench and cotributed to the stripping of the upper part of the atrial hex inset. When the silicone piece was removed from the hex inset, the setscrew could be fully tightened and retracted without any problem. Normal electrical characteristics were measured.